Event description:
I had a partial knee replacement with the oxford knee system on (B)(6) 2013 and approximately one month later developed hives all over my body. I was seen by an allergist, who performed allergy testing, and found out I am allergic to colophony, which is a chemical used in polyethylene, which is what the plastic part of the knee is made from. I am still breaking out in hives, have been to the emergency room three times because they were so bad I could not breathe. I am told that no one has ever heard of a reaction to the plastic and am uncertain if there is anything that can be done as no one has given me any other options. I am suffering every day with hives, I am on benadryl and steroids. I am afraid of the long term effects of being on these medications and my quality of life is suffering.